Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: a review of the pump¿s black box showed one cs 064 call service alarm in the alarm history. During testing, the rewind, load and prime steps were performed successfully. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. No motor issues occurred during bolusing. The complaint of a motor issue was shown in the pump history but not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor issue during a bolus. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery.